Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. Customer had blood glucose level of 500 mg/dl. Customer was treated with manual injection. Customer had nausea, abdominal pain. Customer was alleging insulin pump for under delivering because customer had high blood glucose level. Customer was not using auto mode. Customer stated that there was no air bubbles and leak. Customer did displacement test and it was passed. Customer did high pressure test and it was failed. No harm requiring medical intervention was reported. The product will not be returned for analysis.